Manufacturer narrative:
(B)(4)

Event description:
Additional information received noted that the cause of the event was unknown. Impedances were within normal limits. The issue was not thought to be due to programming. There had been no surgical intervention. They had tried a variety of programs with no change in perception of shocking and jolting. Hospitalization was not required. The patient experienced findings that the healthcare provider had no explanation for. The patient outcome was no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported from the manufacturing representative reported that the device was removed in (B)(6) 2013 for an MRI. It was also noted that the patient was producing a lot of static electricity.

Manufacturer narrative:
Concomitant medical products: lead model # 3889-28 lot # v673559 implanted (B)(6) 2011 explanted: n/a; programmer model # 3037 lot # njd125284n.

Event description:
It was reported that the patient was implanted in (B)(6) 2011. The "static electricity" started after the patient fell down a step in (B)(6) 2011. The therapy was not as effective after the fall. The patient was experiencing shocking or jolting sensation when they touched anything, whether it was metal, a light switch or a person. Other people actually saw the sparks. When another person was touched, they both felt the shock. The patient could touch a light bulb and it blew the light bulb out. This might be due to it being so dry, now that it is winter, however, this does not happen to anyone else in the family. Even their dog was shocked when the dog's nose touch the patient. The patient never turns the stim off, so they were unsure if the shocking stops or not. The shocking had even occured at the gas station when the patient grabbed the gas nozzle which the patient felt was dangerous. The patient felt the shock "like static electricity" at the point of contact. There was no shocking along any part of the implant. The patient had seen a physician a couple of times since the fall and the ins was reprogrammed "two months ago." The patient saw the physician again last week, but the ins was not reprogrammed. One option discussed with the healthcare provider was to turn the ins off "for a month" to see if the shocking goes away. The patient did not feel they could turn it off for that long. The amp was set at. "0.9 or 1.0." The patient had not tried turning the amp down to see if that lessened the shocking but was going to turn it down and then off on (B)(6) 2012. If additional information is received, a follow up report will be sent.